Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the time of turning on the device. Field service engineer (fse) inspected the system onsite and confirmed that the system was not producing fluoroscopy. A review of the system logfiles found that the kv is out of range and power inverter (point) certeray was faulty. Fse replaced the power inverter (point) certeray. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not perform fluoroscopy. The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation of this complaint.